Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the shutdown unexpectedly. A technical support specialist (tss) observed multiple kernel 41 and power or battery related alerts on the affected station. So tss escalated the issue to field service engineer (fse). Fse found that the issue was related to the customer's uninterrupted power supply (ups) and informed customer to resolve in on own. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, during refill process the device shutdown with the black screen. There were no adverse events or injuries reported based on this event.